Manufacturer narrative:
As of the 14-sep-2020, when the complaint analysis was completed, no additional information was received. Bsc have requested further information but did not receive any information. As such it is not possible to confirm if this complaint has previously been reported. If additional information is received at a later date, this will be reviewed, and the report will be updated accordingly in case it changes the conclusions. The product was not returned for review at the time of this report being completed. The device is not available for investigation and examination. It was, therefor,e not possible to carry out any inspection or examination on the device. Therefore, the primary as reported classifications: lotus, patient bleeding, and secondary as reported classification of lotus, patient complications cannot be confirmed. Following the investigation conclusions, the complaint analysed classification is assigned as lotus; product not returned; complaint unable to confirm. A review of the manufacturing documentation could not be executed as the lot number is unknown. Due to this limited information provided on the complaint device, a review of the device history record (DHR) was not possible to identify any deviations, or non-conformances that could have contributed to the complaint. All shipped devices are processed through final assembly, sterilization, and packaging under strict operational conditions that inhibit the release of non-conforming manufactured product to the distribution cycle. A ship history for this complaint has been requested from bsc. For creganna medical case: (B)(4) the customer number is unknown, and so a ship history will not be possible. From the information available, there is no evidence present to indicate that the device was not used per the directions for use/product label. The lotus introducer sheath product instructions for use (IFU) lists adverse events potentially associated with the use of the lotus introducer sheath which include, but are not limited to 'injury to the vascular introduction site'. Following a review of the risk documentation and information available, no updates are required to the risk documentation for the lotus introducer set device. There is no indication of a potential processing or design failure associated with this complaint. The complaint is deemed reportable. Upon above information, escalation is required to quality management team. The probable investigation conclusion code assigned to this complaint is 'known inherent risk of device' defined as, "reported adverse event known and documented in the labelling (including both short or long term known complications or adverse reactions)." There is no evidence of a potential processing, design, or use failure associated with this complaint. Based on the above conclusion, no further escalation, or corrective action is required at this time.

Event description:
Event description: the event was reported as part of the scope I clinical study data (1 year follow up) . Scope I is an investigator-sponsored research (isr) clinical study involving the accurate neo aortic bioprosthesis and the accurate tf transfemoral delivery system. Boston scientific (bsc) received data in an anonymized format. Therefore, for maintaining patient anonymity, only limited information was disclosed to bsc. Bsc is unable to acquire any further information, and there are significant limitations to bsc's ability to correlate the data to information previously reported to bsc. Event description: it was reported that on (B)(6) 2017, 4 days from the procedure, vascular access site major bleeding, required transfusion. Right femoral vascular complication, large haematoma, right femoral artery puncture site no procedural angiographic media was made available for review. No further information is available on the event.